Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, a scratched lcd lens, and a loose latch lock handle. There was no evidence in the event history log. The visual inspection was able to verify the reported problem. It was determined that the latch lock was the root cause. The dso sensor, lens, and the latch lock were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. D9: 08-mar-2024.

Event description:
It was reported that the device exhibited a lever problem alarm; no cassette or occlusion. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.